Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to blood glucose (bg) of 454mg/dl. Customer was treated with intravenous insulin and water, and was released 4 hours later in "stable" condition. Reportedly, customer suspected that the pump settings needed adjusting. Customer reverted to manual injections for basal insulin therapy. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider.